Event description:
Information was received indicating that a smiths medical pneupac parapac plus ventilator was found to intermittently not circulate and that when it was turned on, it was giving an ers error. The ventilator was in use with a patient but was swapped out with another unit. There were no reported adverse patient effects.

Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac ventilators parapac plus. The complaint of not circulating and giving error message was not confirmed during testing. Connected unit to oxygen supply and proceeded with testing according to service manual 10004212-003. Discovered was; high pressure alert during peep ctrl check- output measures were low during relief pressure check with air mix. No action was taken but preventative measures were implemented to replaced input manifold kit (regulator & timer) device was in overall great condition. Other routine maintenance was performed adjusted peep ctrl valve, patient pressure cycle led and relief pressure ctrl. Performed pm, calibrated unit and replaced case label kit. Performed testing for delivery pm .

Event description:
Investigation completed on a smiths medical ventilators/ pneupac ventilators.